Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure that, the endoscope did not respond to the surgeons' controls; and the horizon was not correct and would not correct. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting did not respond to the surgeons' controls, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the zero degree endoscope, however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. In addition, the endoscope was noted with a physical damage on the shaft.